Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the sinus of valsalva (sov) while the delivery catheter system (dcs) was being removed from the patient. An attempt was made to snare the valve into the ascending aorta, but was unsuccessful. A balloon aortic valvuloplasty (bav) was inflated inside the valve and was used to move the valve slightly higher. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant product was inadvertently omitted from the initial report and is added in this report.

Manufacturer narrative:
Conclusion: potential factors that can influence positioning difficulties/dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. In this case, it was reported that the dislodgment happened due to operator error. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.